Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she had issues with the infusion sets and that the blood glucose reading went high. The blood glucose reading was 600 mg/dl. She stated that she had been unable to disconnect at the quick release three times while changing the infusion set. The customer declined troubleshooting for high blood glucose. The insulin pump was not replaced or returned for analysis.